Event description:
Additional information was received from a manufacturer representative (rep) on 2019-nov-12. It was reported that the rep met with the patient and because of the limited capacity of the current implantable neurostimulator (ins), he was charging twice a day. The rep performed some programming and was able to extend his recharge interval from 0.7 days to 1.4 days by lowering the rate from 80 hz to 32. The patient was told to try shutting his battery off at night while he sleeps since he doesn't have any pain when he¿s sleeping. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging their implantable neurostimulator (ins) every morning and then again at night. The patient was charging every six days with their old ins and this issue was discovered since the current ins was implanted on (B)(6) 2019. In the end, the patient was redirected to follow-up with their healthcare professional (hcp). There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.